Event description:
It was reported that the customer had experienced high blood glucose levels on the day of the heart attack. However, incident date was not today's date. Customer was not hospitalized for high blood glucose levels nor diabetes related issue. Customer was hospitalized for heart attack. Customer declined troubleshooting for high blood glucose level because customer went high due to having a heart attack. Customer's current blood glucose was 156 mg/dl. No further assistance required on this issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).